Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they took their pump off during shower, and the device began to beep and alarm for no delivery. The customer states their blood glucose level rose to the 400mg/dl range. The customer states they treated the high with manual injections. Troubleshoot was conducted. The customer states the no delivery alarm was resolved with complete set change. The customer is being sent tubing clamp in order to conduct high pressure testing. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back when supplies arrive.